Manufacturer narrative:
Patient information was requested; none was available.

Event description:
The customer reported the device alarmed with a blower temperature high reference failure while on a patient. The user replaced the device. There was no patient harm.